Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the hospital kept the device for their evaluation and will not release it to the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is no longer available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure treat an arteriovenous (av) fistula of the brachial artery using an indigo system aspiration catheter d (catd). During the procedure, after making several passes on the av fistula curve using the catd through a non-penumbra sheath, the distal end of the catd became kinked. The physician did not mention any resistance while completing any of the passes. The catd was then removed and the procedure was successfully completed using a new catd and the same sheath. The procedure was completed using a new catd and the same sheath. There was no report of an adverse effect to the patient.